Manufacturer narrative:
Product discarded by doctor. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Four screws broke in the right lateral brow of a patient during implantation. Patient health was not compromised.